Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on (B)(6) 2024 from a retrospective study: on (B)(6) 2021, this 76-year-old female patient underwent endovascular treatment for a degenerative thoracoabdominal aneurysm. The patient was treated with a cook t-branch device, a bare metal stent, a bentley begraft, and three gore® viabahn® vbx balloon expandable endoprostheses (vbx device). Gore vbx devices were placed in the celiac trunk and the bilateral renal arteries. The vbx devices were successfully navigated to their intended location and successfully deployed. Device catheters were successfully removed. All devices were noted as patent at the end of the procedure. On (B)(6) 2024, it was discovered through cta that the patient had occlusion of the right renal artery. The occlusion was noted to be graft-related and as not resolved. There was no treatment reported for this adverse event.

Manufacturer narrative:
After a further internal investigation, it was decided to update this section with the following statement: "a cta on (B)(6) 2024 reportedly showed that the right renal artery is occluded, but images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. The physician reportedly suspected that the small lumen and the dissection of the native artery caused the reported occlusion. With the information provided to gore, the sole root cause of the reported event cannot ultimately be confirmed, but factors related to patient condition are a potential additional root cause". H6 evaluation codes investigation conclusions code d12 was removed and code d1001 added. The statement in the IFU was also removed. For these reasons a follow-up medwatch is being sent.

Event description:
The following was reported to gore on june 12, 2024 from a retrospective study: on (B)(6) 2021, this 76-year-old female patient underwent endovascular treatment for a degenerative thoracoabdominal aneurysm. The patient was treated with a cook t-branch device and three gore® viabahn® vbx balloon expandable endoprostheses (vbx device). Gore vbx devices were placed in the celiac trunk and the bilateral renal arteries. The vbx devices were successfully navigated to their intended location and successfully deployed. Device catheters were successfully removed. All devices were noted as patent at the end of the procedure. On (B)(6) 2024, it was discovered through cta that the patient had occlusion of the right renal artery (rra). The occlusion was noted to be stent-graft-related. In addition ultrasound showed atrophy of the right kidney, indicating permanent impairment, therefore no treatment was performed. Furthermore the physician reported that the native rra had a small lumen and that the post-operative cta dated (B)(6) 2021, showed dissection of the rra, and that he suspects this to be the cause for the thrombotic occlusion of the vbx device.

Manufacturer narrative:
B5 describe event or problem was updated. A cta on march 20, 2024 showed that the right renal artery (rra) is occluded. The physician stated that the native rra had a small lumen and that the post-operative cta dated (B)(6) 2021 showed dissection of the rra, and that he suspects this to be the cause for the thrombotic occlusion of the vbx. The physician´s suspect could not be independently confirmed during the investigation. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events. Potential clinical and device adverse events: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel